Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient said the implanted neurostimulator was defective "about a month or two" after it was implanted. The patient did not specify how the implant was defective. The implant had to have the implant replaced.